Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on(B)(6) 2016, patient presented with pre-operative diagnosis: cervical spondylosis. For which patient underwent posterior fusion at levels c2-t2. Intra-op, during final tightening, set screw stripped. The set screw was left in the patient¿s body. No patient complications were reported.